Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2024. Block d6b: explant date: 2024.

Event description:
It was reported that the patient experienced increased pain and a loss of stimulation. It was also noted that the spinal cord stimulator (scs) device made the patient nervous and jumpy. The patient underwent an explant procedure wherein the implantable pulse generator (ipg) was removed. No further information could be obtained.